Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. The customer's report was observed at the customer site by a zoll representative. However, without receipt of the electrode pads root cause could not be firmly established. The product will not be returning to zoll. Analysis of reports of this type has not identified an increase in trend.